Manufacturer narrative:
(B)(4). Surgeon stated that it was not a problem with the device. He said the tissue was too thick.

Manufacturer narrative:
(B)(4). Additional information: the analysis results found that the ecs29a device arrived in good visual condition. The breakaway washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. The device history records were reviewed and the manufacturing criteria was met prior to the release of the device.

Event description:
It was reported that during a laparoscopic colostomy takedown procedure, the stapler was fired and the posterior staple line did not connect through to form a complete anastomosis. The donut on the rectum side was complete, yet the donut on the colon side was incomplete. Unable to reconnect patient. Colostomy was performed.